Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the ccd module with drive pcb objective lens cracked. Based on the result, we concluded that it was caused due to the physical damage applied on the ccd module with drive pcb. In addition, we the technician confirmed that the lcb (light carrying bundle) broken, the light guide cable buckled, the bending rubber pin hole, the insertion flexible tube cut, the remote control buttons cut, the u/d pulley wire worn out, and the r/l pulley wire worn out; however, they these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR. The correct email address is (B)(6).

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(objective lens broken).